Event description:
It was later reported that the ventricular fibrillation (vf) detections were programmed off.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The lead was not returned. But performance data from the device was analyzed and revealed out-of-range high right ventricular lead pacing impedance, non-physiologic oversensing and a lead integrity alert. (B)(4).

Event description:
It was reported that there was a lead integrity alert due to right ventricular out-of-range lead pacing impedance and oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited undefined high rv coil and superior vena cava (svc) coil impedance, no sensing, and no capture. Explant of the rv lead was attempted; however, when the physician pulled on the rv lead, the lead broke and the remaining portion was too far under the muscle to continue with extraction. The rv lead was partially explanted and replaced.